Event description:
It was observed during device evaluation that the nozzle of the gastrointestinal videoscope was clogged with foreign material. Foreign material resembling surgical glue was found in the connecting tube. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Corrected data: d5. This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the foreign material inside the nozzle could not be determined nor presumed as deviation from the instruction for use reprocessing steps could not be confirmed and there was no physical damage noted to the effected area. The root cause for the foreign material at the insertion section was determined to be that reprocessing was not conducted at the user facility prior to sending the device in for evaluation. The event can be detected/prevented by following the instructions for use which states the detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.